Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2366-50 serial #: (B)(4) description: linear¿ 3-6 lead, 50cm.

Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient underwent an explant procedure.

Manufacturer narrative:
Additional information was received that no further information could be obtained. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient underwent an explant procedure.